Manufacturer narrative:
(B)(4).the root cause of the peritonitis was use error - the patient did not wear a mask. A labeling review will not be conducted because the product code is unknown.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer in (B)(6) of peritonitis in a male patient coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose frequency not reported) intraperitoneally (ip) for chronic renal failure. On an unknown date, the patient experienced peritonitis and was hospitalized. It was unknown whether a peritoneal effluent analysis or culture was performed. Treatment was not reported. Peritoneal dialysis (pd) therapy was ongoing. On an unknown date, the patient recovered from peritonitis. The patient did not have the ability to perform the pd procedure, so pd therapy was permanently withdrawn. And the patient began hemodialysis. Per the nurse, this event was not related to the pd therapy because when the patient did the pd therapy, the patient did not wear a mask and stop the air conditioner. The root cause and the outcome of peritonitis were unknown. Action taken with dianeal was not reported. The reporter did not provide an assessment of causality for the event of peritonitis and the relation to dianeal unknown therapy.